Manufacturer narrative:
Physio-control evaluated the customer's device. The reported issue was verified. Physio reviewed the electronic download from the device. It was observed that the device experienced multiple inappropriate loss of power. Physio did observe a loose battery pin in battery well number 2. The battery pins were replaced with the replacement of the rear case enclosure. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio determined that the cause of the reported issue was due to the loose battery pin.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that after their device powered off by itself, the medic powered the device back on, thereafter the device cycled power several times by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that after their device powered off by itself, the medic powered the device back on, thereafter the device cycled power several times by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome reported.